Event description:
On (B)(6) 2012, the patient reported that for the past 2 weeks, she has been receiving occlusions. When the patient receives an occlusion error, she has been switching her infusion site and it has solved the problem. During the night of (B)(6) 2012, the infusion device vibrated to alert the patient of an e4 occlusion error, but the patient did not awake from the vibration. Her blood glucose level was 242 mg/dl when she woke up. The patient self-treated the elevated blood glucose level via bolus with the infusion device. During that bolus she received another e4 occlusion error. When the patient disconnects from the infusion site insulin will flow from the end of the tubing, but when she chooses a new infusion site she again receives occlusion errors. She noticed that when she began receiving the occlusion errors she also started noticing the insulin cartridges leaking in the cartridge compartment of the infusion device. She stated that it was a large amount of insulin and she could smell the insulin. She stated that the leak was coming from the bottom of the insulin cartridge down by the plunger and it was wet. The patient has switched to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, adapter, and infusion set were requested to be returned for evaluation.